Event description:
It was reported that the patient called 911 due to receiving "extreme lows" over the past 3 months. The patient reported that the dexcom g7 was reading 10 points higher than fingerstick readings. The patient ended the online chat when asked to answer follow up questions regarding the 911 call, so no additional information was provided. Outreach attempts were made to gather additional information. If new information is received, a follow up report will be sent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.